Manufacturer narrative:
The investigation has not been completed.

Event description:
A medtronic representative reported that the second inter-op ceretom CT image with nextframe replaced the initial/first (no longer listed under the patient exams) inter-op ceretom CT image. The rep had to re-merge the MRI exams to the second inter-op scan. After merging the MRI exams to the second inter-op scan the 2d images were accurate when the surgeon touched the probe to the patient, however, the 3d image was inaccurate by approximately 1 cm. Surgeon decided to continue using the 2d images to place the lead. A third inter-op scan with the ceretom was preformed (after leads were placed in patient) and again it replaced the second inter-op scan (no longer listed under the patient exams). The third inter-op scan was the only CT listed for that patient. The rep merged the MRI exams to the third inter-op CT scan and noticed inaccuracy after preforming a pointmerge registration. After matching 4 points they were 40-60 mm inaccurate. Performed a second and third pointmerge registration and was less than 2 mm inaccurate for both merges. An automerge registration was attempted and he was then accurate. Reviewed the original plan and noticed that the leads were 4-5 mm inaccurate according to framelink software. CT showed that the leads were accurate. Software also displayed the ac/pc, and midline points in different positions than where they were originally selected in the first inter-op scan and MRI merge. The surgeon decided to leave the leads where they were because they appeared accurate in the CT scan. The delay to surgery was approximately 1 hour. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative reported that there were no issues in last two cases, the ceretom and navigation system were communicating well and the issue appeared to have been resolved. Technical services (ts) received the exams for evaluation and loaded the initial CT of the patient onto the planning station in the ts lab. Next they loaded the 'revision' CT exam for the same patient and only the 'revision' CT remained under this patient. The initial CT exam was gone. Ts was able to review exam data and 5 unique scan identifiers on the cts sent in were identical between the pre-op and revision scans. In particular, the study ID was left blank and the series number was labeled as 1 for both series. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿